Event description:
It was reported occlusions alarms. There was no adverse impact to the customer's blood glucose level . The customer changed the cartridge and resumed insulin administration. Despite resolving the issue, ongoing assistance was requested due to frequent occlusion occurrences. A replacement pump was sent to the customer.